Event description:
Six years post op, a swedish adjustable band vbg, a leak was detected in the band. The band was inflated to around 7-8 ml before the leak was detected, according to the surgeon. The band was replaced. There were no report patient complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.